Event description:
It was reported that the lead became stuck in the header of pulse generator and that the device header broke off during changeout. The device was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Interrogation indicated that the device was in eri mode. Dimensional analysis could not be performed due to extensive damage to header assembly.